Event description:
Two weeks after the surgery, it was found through x-ray pictures that the lag screw and anti-rotation screw were backed out. Another surgery has not been done yet. According to the doctor, the femoral head is varus, there is a possibility the anti-rotation screw will be cut out in the future.

Manufacturer narrative:
Examination was not possible, as the products or x-rays were not returned. Although the complaint is non-verifiable, initial implant placement and bone quality are contributing factors. Also, the surgical technique for the atn system recommends tapping of the femoral head before insertion of the lag screw. The atn lag screw is not self-tapping. If the femoral head is not tapped before lag screw insertion the lag screw forces the bone in the femoral head to be pushed away from the lag screw thread. The threads will not purchase into the bone and there is not adequate support to hold the lag screw in the femoral head. If the lag screw is inadequately fixed into the femoral head lag screw back out can occur. The exact root cause could not be determined without the pre and post op x-rays. The lelocle facility reviewed the device history records and found no manufacturing deviations or anomalies for both reported part and lot numbers. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.